Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the suction cylinder was shaved and the connecting tube had buckling. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent back to olympus for repair. It was unknown if the customer knew what the foreign material was, it was unknown if there was a delay in the start of pre cleaning, it was unknown if the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing, it was unknown if the customer pre-soaked the endoscope in the detergent solution, it was unknown if the customer wiped / brushed the air and water nozzle with clean lint-free cloths/brushes or sponges, it was unknown if the customer flushed the air/water nozzle with the detergent solution, and also unknown if there were any concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip/crack/white-clouded area, switch 4 had wear, the adhesive around the objective lens was peeled/had a white-clouded area, the adhesive around the light guide lens was peeled/had a white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a dent, the connecting tube had peeling on the coating/a scratch, and there was a streak of flare in the image due to the adhesive peeling on the objective lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had suction cylinder wear. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.